Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the catheter shaft was kinked,and the guide wire lumen was blocked by white substance crystallized contrast solution; likely due to procedural and/or anatomical factors during use. Additionally, a hole was noted near the distal tip. No functional inspection could be performed due to the guide wire being jammed inside and the lumen being blocked. In the case of this complaint it was reported that: 'during prep on the back table a transform balloon paired with a transcend floppy and during prep test inflation with a wire, there was leakage at the distal end'. It is possible that the balloon was overinflated or damaged during the preparation for the procedure, resulting in the reported leak and analyzed hole/perforation. The catheter kinked most likely due to handling of the device during use. Based on the investigation results and available information, an assignable cause of handling damage will be assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during preparation on the back table, the subject device balloon paired with a floppy wire and during prep test inflation with a wire, there was leakage at the distal end. There were no adverse consequences to the patient due to the reported event.

Manufacturer narrative:
This is 1 of 2 reports.

Event description:
It was reported that during preparation on the back table, the subject device balloon paired with a floppy wire and during prep test inflation with a wire, there was leakage at the distal end. There were no adverse consequences to the patient due to the reported event.